Event description:
This is the same event and the same patient reported under MDR ID# 3005113652-2016-00522 ((B)(4)). This is the first MDR submitted for the first suspect product, juvéderm® voluma¿ with lidocaine.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of touch-sensitive swelling, edema, over-treatment, red-brown, non-fetid fluid are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of touch-sensitive swelling, edema, over-treatment, red-brown, non-fetid fluid as follows: contra-indications: ¿ "do not over-correct." Precautions for use: ¿ "recommend that the patient avoid massaging the implantation area and/or putting pressure on it for a few days following the injection." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the zygomatic arch with juvéderm® voluma¿ with lidocaine. The skin was cleaned with kodan® prior to injection and after injection local pressure and compression were applied. Twenty months later patient was injected to the periorbital region with juvéderm® volbella¿ with lidocaine. Nine months later patient developed touch-sensitive swelling directly above zygomatic arch and in the middle of the right zygomatic arch and edema below the eyes. The patient had a "special look and seemed to be over-treated in certain areas, however patient denied to have received previous treatments nor to be visiting another physician." Two weeks later local fluctuation and puncture revealed 1.5cc of red-brown, non-fetid fluid. Patient was prescribed ceclor and nsaids. Symptoms are ongoing.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the zygomatic arch with juvederm voluma with lidocaine. The skin was cleaned with kodan prior to injection and after injection local pressure and compression were applied. Twenty months later patient was injected to the periorbital region with juvederm volbella with lidocaine. Nine months later patient developed touch-sensitive swelling directly above zygomatic arch and in the middle of the right zygomatic arch and edema below the eyes. The patient had a "special look and seemed to be over-treated in certain areas, however patient denied to have received previous treatments nor to be visiting another physician." Two weeks later local fluctuation and puncture revealed 1.5cc of red-brown, non-fetid fluid. Patient was prescribed ceclor and nsaids. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2016-00522 (allergan complaint #(B)(4)). This is the first MDR submitted for the first suspect product, juvederm voluma with lidocaine.